Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture thresholds and a gradual rise in pacing lead impedance were observed. The lead was capped and replaced on (B)(6) 2016 without issue. The patient remained stable before, during and after the procedure and will continue to be monitored.